Event description:
Reportedly, the guidewire that was inserted to place the catheter frayed. The catheter cannot be inserted. Another guidewire was used and it worked fine. Further information revealed that there were problems when removing the guidewire (once the catheter was inserted), the guidewire and the catheter were removed. Another one used without any problems. There were no patient complications reported.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Customer report was confirmed for damaged guidewire. The 0.032" guidewire was returned inside the distal lumen of the catheter. Examination revealed that the wire was removed easily from the distal end of the catheter. The guidewire was found to have a broken weld on the straight tip end and the outer coil wire had been uncoiled over an 8.5 centimeter area, between the 40 and 50 centimeter markers. The outer coil wire had separations (loose coils) between the 30 and 40 centimeter markers. However, there were no missing components. There are 5 kinks in the guidewire between the j tip and the 30 centimeter marker. A new 0.032" guidewire was used and passed from the tip to the hub and hub to tip of the catheter without any obstruction or resistance noted. A device history record review was completed and documented that the device met all specifications upon distribution.